Event description:
Treatment of an aneurysm. It was reported that a balloon was used after deployment of two pipelines to ensure both stents are together. No patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Model# and lot# of other pipeline involved: fa-77425-18 / lot: 9434157 - dom: 04/19/2011- exp: 11/01/2012. (B)(4).